Manufacturer narrative:
A beckman coulter field service engineer (fse) was sent to the customer site. Fse found the cta active wash station motor was down. Fse installed a new cta active wash station assembly to resolve the issue. (B)(4).

Event description:
The customer reported obtaining false high bnp2 (b-type natriuretic peptide) and false low hcg5 (human chorionic gonadotropin) results on the unicel dxc 600i synchron access clinical system. The customer did not report the erroneous results outside the laboratory. The customer repeated the samples on the unicel dxi 800 immunoassay system and obtained results considered correct. There was no effect to patient treatment in connection to event. Quality control was outside of laboratory established ranges on the day of the event.